Event description:
User claimed that the insulin syringes were not working properly. "When [user] tried to inject himself with insulin, he can fill up the barrel but he cannot get the plunger to move when he's ready to take his medication."